Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported no insulin flow when taking injection. Stated, he's wasted at least 5-10% of pen needles from each box he's used in the past. Stated, he's had the issue occur with a few boxes but he does not have a lot number to provide. Stated, he does not test pen needles before attempting injection lot: unknown, catalog: 320550, date of event: unknown, samples: no, cl.